Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-sensed t-wave oversensing was observed on the ventricular channel. Programming changes were recommended. Device remains implanted.